Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cracked at end of guide. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
No additional information has been received. This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint description states that the instrument is cracked at end of guide. The device associated to the complaint was returned for analysis and shows a break of the plastic extremity, no break of the index metal. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, one other similar complaint ((B)(4)) was reported for the affected product code and lot combination. Commercialized product development is aware of the failure and the trend is monitored during post market surveillance reviews. Based on the information received and the investigation performed, the root cause is attributed to product wear out. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.